Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent vertebroplasty at l4 due to vertebral compression fracture. Intra-op, after approximately 11-12 minutes of the curved needle being in the vertebra, when it was tried to be removed, it got stuck and could not be removed. After a few attempts, the purple handle came off from the curved needle. Then, the surgeon used a variety of tools to remove the needle but could not succeed. The outer cannula was bent by the tools being used and eventually was removed while the curved needle remained broken off just below skin. Patient was then taken from the interventional radiology suite to the operating room and an incision was made and the curved needle was cut at the pedicle. A part of the curve needle remains cemented in the patient's vertebral body.